Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system went black and images were not staying up. During troubleshooting, the fse identified the ippc had issues. Review of the log file showed that malfunctioning ip-pc. The fse replaced the ip pc and hdd. After replacement of the ip pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image monitor went black, and the user was unable to perform fluoroscopy to take images. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the image processing pc and the hard disks which returned the device to expected functionality.